Manufacturer narrative:
Internal insulation abrasion was noted at 13.5-14.6cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 25.2-26.8cm and 26.0-26.4cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 4.4-4.6cm, 4.7-4.8cm, and 6.0-6.4cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted under the svc shock coil at 24.8-25.4cm from the distal tip. The etfe coating was abraded at this location.

Event description:
New information received states the lead was explanted and replaced.

Event description:
It was reported that externalized conductors were observed during follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.